Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of herniated nucleus pulposus , l5-s1. The patient underwent following procedures : extensive anterior lumbar microdiscectomy at l5-s1 using a retroperitoneal approach , then combining it with interbody fusion and using bmp , lordotic radiolucent interbody cage fixation and l5-s1 fixation using the pyramid plate system and allograft bone. Per op notes, ¿.. The interspace between the two cages was filled with bmp sponge and small amounts of allograft bone which was also used to fill the cages prior to insertion¿ the plate was then sized and 23 mm plate with 30mm screw were sized and attached using the awl and guide to tap for the screws. The three 30mm screws were placed and seated to their normal tightness and then the cover plate placed and locked down with the counter torque. ..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.